Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was a tear in the patch of the implant measuring 0.4 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient underwent a breast surgery with mentor memorygel breast implant 375cc and experienced a rupture on the left side and capsular contracture, baker grade 4 on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 450cc, catalog# 3504504bc, serial# (B)(4) on (B)(6) 2019. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4).